Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed and delivered a bolus request of 0.9 units instead of 0.2 units of insulin. The customer's blood glucose (bg) level was over 200 mg/dl. At the time of the reported event, the customer was feeling "fine" and had food available to prevent an adverse event from occurring.